Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt trunk cable connector was missing, preventing the electrode from connecting to a monitor. The cause of the failure was the missing connector on the trunk cable. The root cause for the missing trunk cable connector was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt indicating that it failed incoming functionality testing.